Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: thoracoscopy robot. Event description: customer says that trocar broke in the patient. Additional information request from an applied medical representative via email on 28feb2025: there was no patient injury and the patient is fine. The device was used during thoracoscopy robot. No photos available. Trocar placement every thing was good but when surgeon wants to introduce the camera he saw that the trocar was broke in two pieces. Inferior part of the trocar broke and the break did not cause particulation. The trocar was inserted via intercostal with no difficulty insertion. The obturator was inserted in the cannula at the time of the incident. Patient status: fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula shaft break. The cannula wall thickness near the fracture location was measured and did not meet specifications. Based on the condition of the returned unit and description of the event, it is possible the reported event was due to uneven wall thickness of the cannula and/or forces exerted on the cannula during the procedure. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: thoracoscopy robot. Event description: customer says that trocar broke in the patient. Additional information request from an applied medical representative via email on 28feb2025: there was no patient injury and the patient is fine the device was used during thoracoscopy robot no photos available. Trocar placement everything was good but when surgeon wants to introduce the camera, he saw that the trocar was broke in two pieces. Inferior part of the trocar broke and the break did not cause particulation. The trocar was inserted via intercostal with no difficulty insertion. The obturator was inserted in the cannula at the time of the incident. Patient status: fine.